Event description:
The customer reported the vertical column intermittently did not move and reboot on its own.

Manufacturer narrative:
The ge service rep replaced the fluoro function pcb, power motor pcb, power supply and back up software. The system functioned as intended.